Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they had their older device, they were changing their bed sheets and when they went to stretch the corner, their device ended up "biting them." Patient stated this happened like a couple months after having the device implanted. Patient reported device reached normal battery depletion which is why they ended up replacing it. Patient services is documenting reported event. No further action was taken. No further patient complications are anticipated or expected as a result of this event.